Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, a repeated error 319 was encountered on the system, with onsite logs reflecting error 31089 indicating a fiber disconnect at the second console. Troubleshooting involved swapping the fibers of the first console and the backup console at the back of the vision side cart, and the issue followed the port on the vision side cart. The procedure proceeded with one console, and a request was made for follow-up to investigate the top left fiber port on the vision side cart. The procedure was being completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the surgeon side console (ssc) common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ssc ccc was analyzed and the customer reported complaint was confirmed but not replicated. The issue was confirmed via lighthouse. The ssc ccc was visually inspected, where no issues were found. Upon review of the error logs, several 307 errors were found. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that no root cause could be determined for the reported event.